Manufacturer narrative:
H2: additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 1.2.0, UDI#: additional code imf f24 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during the case the touchscreen and mouse stopped working, and the system was unresponsive. The site rebooted and the system was functional. There was a surgical delay of less than one hour, and there was no reported impact to patient outcome.

Manufacturer narrative:
H2) correction: b5 corrected to indicate this event involved a navigation system not an imaging system as previously indicated in the previous MDR submitted for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A1301 was coded for the touchscreen and mouse stopping to work. (B)(6) was coded for the system becoming unresponsive. H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of less than 1 hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that during the case the touchscreen and mouse stopped working, and the system was unresponsive. The site rebooted and the system was functional. There was a surgical delay of less than one hour, and there was no reported impact to patient outcome.

Manufacturer narrative:
Software data was received and analysis confirmed the reported event. From log review, a "nvidia" graphics processing unit (gpu) crash dump was found. A gpu memory issue was also observed multiple times. Additionally, "problem handling new gpu memory data" was present in the 'select procedure' task after the gpu crash happened which might have caused the reported behavior. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.